Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0501 captures the reportable event of catheter detached. Imdrf patient code e2008 is being used to capture the reportable event of unretrieved device fragments.

Event description:
It was reported that a nephrostomy catheter device was used during a procedure. The pigtail of the catheter and the catheter near the stopcock connection on the opposite side got separated. Reportedly, not all were able to retrieve, but the separated part was retrieved. A new catheter was not used, instead adjustments were made to secure it with a tape until the operation. The procedure was completed with this device with no patient complications. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported that a nephrostomy catheter device was used during a procedure. The pigtail of the catheter and the catheter near the stopcock connection on the opposite side break into two separate parts. Reportedly, the parts did not fell off inside the patient. A new catheter was not used, instead adjustments were made to secure it with a tape until the operation. The procedure was completed with this device with no patient complications.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Additional information: block b5 (describe event or problem), block h6 (patient code) and imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported that a nephrostomy catheter device was used during a procedure. The pigtail of the catheter and the catheter near the stopcock connection on the opposite side break into two separate parts. Reportedly, the parts did not fell off inside the patient. A new catheter was not used, instead adjustments were made to secure it with a tape until the operation. The procedure was completed with this device with no patient complications.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break. Block h11: investigation results the returned stopcock was analyzed, and no visual damage was found. It was also noted that a non-bsc tube was connected to the returned stopcock. Additionally, the catheter was not received for analysis. With all the available information, boston scientific concludes that the most probable cause of the reported issue cannot be established due to lack of evidence since the catheter was not returned for the analysis. Therefore, based on the information available and analysis results an investigation conclusion code of cause not established was assigned to this investigation.